Event description:
It was reported that the user experienced hyperglycemia with a reported glucose of 380 mg/dl after disconnecting for a shower and then waiting through a sensor warmup, and later performed a supply change; after reconnection and the change, glucose read 226 mg/dl, and the user reported being all set. Symptoms included hyperglycemia, sleepiness/drowsiness/somnolence, and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and device component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.